Event description:
Customer reported mixed up patient data. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive. System operates as intended. (B) (4)